Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and were unable to confirm to confirm the reported issue due to the balloon sheath removed from the device, prior to returning. A review of the complaint handling database found several similar events for difficult to remove protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Event description:
It was reported that during un-packaging of the 3.5 x 20 mm nc trek balloon catheter, the protective sheath was difficult to remove from the balloon. Force was used to remove the protective sheath, and the distal shaft separated. The tip of the balloon catheter remained inside the protective sheath. The device was not used and there was no patient involvement. A new balloon catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.